Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: damage to the insertion tube, it is suspect that the problem was caused by stress during use, external factors, or improper handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that subject device had poor insertion of the instrument into the forceps channel and the adhesive portion of the curved rubber was missing. There were no reports of patient involvement.